Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer stated that his blood glucose readings have been high. Customer has also had low blood glucose reading. Lately he has had about 50 units left and he crashes. The current blood glucose is 87 mg/dl. Customer treated with glucose and carbohydrates. Customer has been experiencing lows for about one month. Customer has been hospitalized due to low blood glucose. The blood glucose reading at the time of the event was 31 mg/dl. Customer passed out. Nothing further reported.